Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose level exceeded 500 mg/dl, displaying as "high." The customer addressed the high blood glucose by administering a correction injection via mdi and changed the infusion set and cartridge before resuming insulin.